Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual and microscopic inspection, it was seen that the subject coil was returned along with the microcatheter, and it was found to be mechanically detached inside the microcatheter. The coil introducer sheath and the coil delivery wire were not returned, and the main coil was found to be intact. As the subject coil was detached inside the microcatheter, functional testing for friction defect could not be performed and pre-mature detachment was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil prematurely detached/separated during use was confirmed during the analysis. The reported coil in catheter friction could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be detached inside the microcatheter and was found to be intact. The coil delivery wire and the coil introducer sheath were not returned. An assignable cause of procedural factors will be assigned to the as reported coil in catheter friction and to as reported/as analyzed main coil prematurely detached/separated during use as this complaint is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during an embolization procedure, the subject coil got stuck inside the microcatheter. When tried to retrieve the subject coil with a wire, it got pre-maturely detached inside the microcatheter. The subject coil was removed along with the microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.